Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device heated up, no patient impact reported.

Manufacturer narrative:
The device was returned, no fault was found with the device. The pre-temperature testing indicated rear 74.9 f middle 77.8 f nose 72.6 f . The device tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was reported overheating, no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.